Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a magnetic resonance imaging procedure. During procedure, the implantable cardioverter defibrillator went into backup vvi mode with no backup defibrillation option. Programming changes were made. The patient was in stable condition.